Event description:
Patient reported "retaining water in their chest which wraps around where implants are and then goes around to their back and then down arms and they must wear the sleeves". Patient further reported "tenderness" and "scars from where they did the surgery feel tight". Patient additionally reported "fatigued, has neuropathy in their feet"; which are not device related. Healthcare professional reported right side rippling. Device was explanted. This record is for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, corrected, and/or changed data: d.1, d.2, d.4, d.6, d.7, g.3, g.5, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "tenderness in breast", "fatigued", "retaining water", "tight", "neuropathy". This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "retaining water in her chest which wraps around where her implants are and then goes around to her back and then down arms and she must wear the sleeves". Patient further reported "tenderness" and "scars from where they did the surgery feel tight". Patient additionally reported "fatigued, has neuropathy in her feet" which are not device related. Device remains implanted. This record is for the left side.